Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had a small bowel anastomotic bleed. The surgeon had to use more cautery and sutures on linear staple lines. The patient required readmission, multiple transfusions, and both upper and lower endoscopies. He has since been able to go home after nearly a week in the hospital.